Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
This report is in reference to a (B)(6) patient. It was reported the patient's lead had migrated. In turn, the patient's doctor decided to explant and replace the lead. Surgical intervention addressed the patient's issue.